Manufacturer narrative:
The customer did not supply sample collection and centrifugation information. The sample was originally aspirated from the primary collection tube for analysis. Prior to repeat testing, the sample was aliquoted and re-centrifuged. Four levels of qc are performed every 8 hours. Qc was within the customer's established ranges during the event. System checks are performed weekly and are meeting specifications without any issues. On (B)(6), 2011, a bec field service engineer (fse) was dispatched for the event. The fse cleaned the wash and precision pumps, and replaced the seals. The fse verified and made the necessary adjustments to alignments. All verification testing met specifications. Although hardware issues were addressed, a definitive root cause was not determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a troponin (accutni) result within the risk stratification range for one (1) patient. The result was generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 110411) and access accutni calibrators (lot 018863). The erroneous result was not reported out of the lab. Repeat analysis of the patient's sample on the same instrument produced a result within the normal reference range. No reports of death, injury, or change to patient treatment have been made in connection with this event.